Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer was contacted and clarified that the event date was 01/23/2026. Upon receipt of the device at zoll, the logs were extracted and the device successfully passed functional testing. On the reported event date, there was no clinical activity recorded in the activity log to collaborate the customer report. Functional testing included verifying that the device could accurately measure impedance, detect an ECG signal, and deliver a shock through test pads. All testing passed with no discrepancies reported. Based on the passing device testing and no failure in the device logs, the device appears to be operating within specification. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and the device failed to discharge. Complainant indicated that the patient subsequently expired.